Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range right ventricular (rv) shock impedances alert approximately four years prior. Technical services (ts) was contacted and noted that the shock impedances remained within normal limits after the alert; however, a gradual increase was noted. Reprogramming options were provided. Further information was provided stating that the reason for the rise in impedances is unknown, and continuous monitoring was going to be provided. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.